Event description:
It was reported patient was revised approximately 11 years post implantation due to elevated metal ions and pain. During the procedure, a pseudotumor and altr due to taper corrosion was noted. The femoral head and acetabular liner components were removed and replaced. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Item number: 00-7711-012-00, item name: m/l taper femoral stem, lot #: unknown. Item number: unknown, item name: unknown longevity acetabular liner, lot #: unknown. Item number: unknown, item name: unknown trilogy aceteabular shell, lot #: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Femoral head sterile product do not resterilize 12/14 taper. Concomitant medical products: item# 00630506240, liner standard 3.5 mm offset 40 mm i.d. For use with 62 mm o.d. Shell, lot# 60631968; item# unknown, unknown stem lot# unknown; item# unknown, unknown cup lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -04293.

Event description:
It was reported patient underwent right total hip arthroplasty. Subsequently, patient underwent a revision procedure 8 years post implantation due to altr reaction secondary to tribocorrosion/pain. Attempts were made to obtain further information; however, none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records and product received. Visual examination identified wear on the head spherical suface. Head taper shows dark foreign debris. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Sem examination revealed deposits at the taper opening and in circumferential bands on the taper surface. Axial wear or corrosion marks were also visible on the taper surface. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. Quantitative eds analysis of the outer chamfer of the taper and the taper surface showed combinations of biological material containing some or all of the elements c, o, p, cl and ca,cocrmo substrate material that showed elevated levels of cr, mo and o in the darker-imaging deposit areas with evidence of corrosion products and titanium, possibly transfered from the stem taper. Review of the provided medical records identified the following: -patient underwent intial right tha on (B)(6),2007 and no complications were noted. -the patient was revised on (B)(6) 2018. -pseudotumor noted upon entry and dark stained tissue lining the joint. -corrosion buildup noted at the base of the femoral head and neck, tissue buildup in the groove of the locking ring and elevated cobalt levels. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.